Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2012; inratio: 4.6; lab: 5.3. Time between testing: minutes. Pt's therapeutic range: 2.0-3.0 inr.